Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead was thought to be fractured as the impedance was high and there was oversensing and noise observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was thought to be fractured as the impedance was high and there was oversensing and noise observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was obtained, analyzed, and high resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012. The weekly pace lead trend data shows an increase for maximum right ventricular pace from 456 to infinity ohms peak between (B)(4) 2012 and (B)(4) 2013. An impedance increase was also noted as the weekly high voltage lead trend data shows and increase for maximum svc defibrillation impedance from 61 to 240 ohms peaks between (B)(4) 2013 and (B)(4) 2013. Oversensing was also noted as eleven ventricular non-sustained episodes at <(><<)>=200 ms occurred between (B)(4) 2013 and (B)(4) 2013. One ventricular fibrillation episode at 210 ms occurred on (B)(4) 2010. Interference/noise was also noted. The ventricular short interval count was 20490 counts in 4202 days between (B)(4) 2012 and (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.